Event description:
It was reported that "a defect in the hemostatic sheath was found during use, which is why the catheter was wasted-it risked the safety of the user and professional". The associated emdr report numbers are 9680794-2025-00137, 9680794-2025-00136.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Additional information received indicates the condition of the patient as "good". No harm or injury was reported. It was also reported that a new kit was opened and used without issue. Corrected data: section b.3.-date of event corrected to (B)(6) 2024. The actual device was not returned; however, the customer submitted four photos for analysis. The photos show the hub of a smartseal hemostasis sheath. One side of the hemostasis valve appears to be detached and rotated within the hub. One photo shows the valve removed from the sheath hub. Therefore, the complaint of smartseal valve damage was able to be confirmed by the photo. A device history record review was performed, and a relevant finding was identified. A scar was initiated for the same failure mode. The customer report of a damaged smartseal valve was confirmed by visual inspection of the customer supplied photos. The images show a smartseal hemostasis sheath with one side of the hemostasis valve appearing to be detached and rotated within the hub. Manufacturing was contacted, and they confirmed that this damage is consistent with a supplier defect. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "a defect in the hemostatic sheath was found during use, which is why the catheter was wasted-it risked the safety of the user and professional". The associated emdr report numbers are 9680794-2025-00137, 9680794-2025-00136 and 9680794-2025-00135.